Event description:
The customer's mother reported via phone call that the customer's insulin pump had battery issues. The mother stated the battery on the insulin pump was draining rapidly. It was also found the customer had a pump error 25 message. The mother also reported the insulin pump showed no insulin was remaining, but the customer did have insulin in the insulin pump. Troubleshooting found the insulin pump passed a self-test. The mother also called back to report the pump error message was recurring. Customer's blood glucose was 12.6 mmol/l at the time of incident. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.